Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump buttons were sticky and did not always respond. The customer¿s blood glucose level was 14.2 mmol/l at the time of the incident. Customer also stated insulin pump keypad had fallen off and was held in place by tape. The insulin pump will not be returned for analysis.